Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer declined service and repair, and no further actions were performed. No further details could be obtained regarding the event. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. In addition, the responder reported that the alleged issue (backup alarm failed) was not confirmed during the first evaluation of the device. The responder reported that no further services would be performed for the alleged issue. The responder also reported that the device could not be located, at the time device was expected to be serviced. A follow up would be required by the service engineer. This investigation is still ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" message. It was unknown how the issue was found. No patient or user harm reported. This investigation is ongoing.